Manufacturer narrative:
During preventive maintenance, the customer found the unit to have the graphic user interface (gui) display blank. The customer clinical engineer performed the repair, and replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, during preventive maintenance, the 840 ventilator graphic user interface (gui) display was found to be blank. There was no patient involvement.